Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on 05/09/2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Patient was advised to reset bluetooth, restart the smart device, re-install the application, forget device in the settings, relinquish the device in the share tool and attempt to pair the transmitter with the smart device. The issue was not resolved as the issue persist. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 06/03/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.